Event description:
A confirmed pump motor stall was noted in the event logs with no motor stall recovery recorded. The last staff was on (B)(6) 2011. A pump replacement was planned. No pt symptoms were reported. The pump was used to deliver morphine and bupivicaine. Add'l info has requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).